Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices, pressure from the implanted valve on cardiac structure) likely contributed to the bradycardia and planned ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23 mm sapien 3 valve was uneventfully deployed in the intended aortic position. ¿after a while¿, the patient developed a bradycardia. The temporary pacing catheter previously placed in the left femoral vein was removed and re-inserted from the right jugular vein. The patient was transferred with the temporary pacer on. The patient was observed to develop bradycardia at night during monitoring; therefore, the implant of a permanent pacemaker (ppm) is planned. The valve remains implanted in the patient. Information regarding the native annular diameter was not provided. Mild valvular calcification and no aortic root calcification was reported.